Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the main lead was damaged and the copper core exposed.